Event description:
Device malfunction: failure to deploy. Time of malfunction: during the procedure. Symptoms/ae: surgical intervention. It was reported that a trained physician attempted arteriotomy closure using a prostar device after an unspecified procedure. The physician rotated the handle counter-clockwise 90 degrees and pulled the handle straight back away from the hub to deploy the needles, but the needles did not present. After needle backdown the physician was unable to remove the prostar from the vessel. He opened the skin puncture channel and saw that the needles were still stuck in the artery wall. Unspecified "surgical means" were used to remove the needles and sutures from the vessel wall and to close the artery. No additional info available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.